Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital (formerly (B)(6)). Device codes: the problem code captures the reportable event of cutting wire detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a precut of the ampulla was performed. Towards the end of this, the needle knife detached inside the patient. The detached portion was successfully retrieved using an rj4 jumbo forceps. The procedure was completed with a different device, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). Visual examination of the returned device revealed that the cutting wire (needle knife) was broken, melted and blackened with broken piece of wire separated. There was no other issue noted. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted. Therefore, it was concluded that the investigation conclusion code of this event is cause traced to component failure since the event was due to expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a precut of the ampulla was performed. Towards the end of this, the needle knife detached inside the patient. The detached portion was successfully retrieved using an rj4 jumbo forceps. The procedure was completed with a different device, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.